Manufacturer narrative:
(B)(4). Clavicle crush damage was noted at 27.6-29.0cm from the connector pin. The etfe coating was damaged at this location, consistent with the field observation of noise.

Event description:
It was reported that episodes of noise were observed during a follow-up. The lead was explanted and replaced. The patient was stable afterwards.